Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient underwent posterior lumbar interbody fusion procedure at levels l4-l5. Intra-op, set screw snapped in half while breaking off with t handle and counter torque.the product came in contact with the patient. No fragments were remaining in the patient. No patient complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.